Event description:
It was reported that this ring was replaced after 9 years and 7 months implant duration due to thrombus around native mitral valve that impinged motion of native leaflet. Pt presented with congestive heart failure and marked exertional dyspnea.